Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the potential for higher values to be seen due to the lead being a single coil lead. The physician plans to increase the remote monitoring alert trigger and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.